Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No faults were observed in the event history log. The reported problem was confirmed by functional testing as the downstream sensor was out of specification. Fluid ingression was the likely cause of the downstream sensor to drift out of specification. The downstream occlusion sensor was replaced to resolve the issue. The device then passed all the functional tests after the repair.

Event description:
It was reported that the device failed the occlusion test at 7.08psi. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.